Event description:
A hcp reported that a patient obtained blood glucose results of 528 and 240 mg/dl with a lifescan meter, performed within 10 minutes. Based on statistical methodology, the calculated difference of the glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.